Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 started at 11:33 with ultra filtration volume of 1503 ml during cycle 5. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Baxter contacted the nurse to notify of this incident of increased intra-peritoneal volume (iipv) that was found during the device log review. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. A device history review revealed a failure of can't perform the pressure calibration test; system error 0004 message & reload set 165 message appeared. The hc machine was reworked and passed all subsequent testing prior to release. The cause of the ipiv found in the log was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation is currently in process. A follow-up report will be submitted upon completion of the evaluation, or if additional information becomes available.